Event description:
The dealer states that the end user reported the side frame was broken on the chair. The dealer states that the frame is broken at the weld just below the axle on the right hand side of the chair.